Event description:
Patient was revised to address infection.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 10 days ago. No product was returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported infection. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.